Event description:
It was reported that the patient experienced hyperglycemia while on vacation, with a highest fingerstick of 530 mg/dl, after insulin leakage was observed at the cartridge area and the infusion set and connector had been attached outside the ilet; the patient disconnected from the pump, gave an insulin injection, later completed a supply change to a new site, and subsequently chose to remain on injections after receiving an alert on the device. Symptoms included dry mouth, fatigue, nausea, and a later hypoglycemia event that was treated with oral glucose. Outcomes included unexpected medication intervention and a classification of serious injury or illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, specifically improper or incorrect procedure with the infusion set and connector, implicating the cannula and connection steps rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.